Manufacturer narrative:
Awaiting return of product in order to conduct quality investigation.

Event description:
Consumer called to report needing emt assistance because he was getting low readings from his meter. Emt readings were normal.